Manufacturer narrative:
The technician found that all siderail bed controls worked. The technician raised the head section up and tried the cardio pulmonary resuscitation lever and it did not function. The head of the bed went down with the siderail controls. Technician found the cause to be a stuck cardio pulmonary resuscitation valve. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
Technician alleged that the bed will not go into cardio pulmonary resuscitation. No injury reported.